Manufacturer narrative:
Concomitant medical products: model: dtba1d1, cardiac resynchronization, therapy defibrillator (crt-d); implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes and oversensing noise. It was noted that all impedance levels were stable and in-office testing was completed and the noise was unable to be replicated. It was additionally noted that during a previous change out procedure the physician chose to place the left ventricular (lv) lead pin into the right ventricular (rv) lead port of the cardiac resynchronization therapy defibrillator (crt-d). Follow up was conducted but no further information was ascertained. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead continued to show noise and additionally noted was pacing inhibition. At a cardiac resynchronization therapy defibrillator (crt-d) changeout procedure the lead was plugged back into the new crt-d left ventricular (lv) lead port of the device header/connector. The lv lead remains in use. No patient complications have been reported as a result of this event.